Event description:
It was reported that during an ercp procedure for treatment, the guidewire was placed in the cbd and after stone removal a plastic stent was inserted. After insertion of the stent, when the guidewire was removed the tip coating got detached. It was reported that there were no pt complications and the pt's condition was reported as good.